Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. The next level support recommended a sensor re-link followed by close monitoring. Customer care assisted the user with re-linking the sensor, guided them through re-initialization and required calibrations, and monitored system performance over several days. Follow-up review showed that sensor glucose trends aligned well with blood glucose values after the re-link, with improved accuracy and stability. Customer care communicated the outcome to the user, who agreed the system was functioning appropriately and continued using it. The case was closed with instructions to contact customer care if discrepancies reoccur. B4.date of this report 03 feb 2026. G3.date received by the manufacturer? 03 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.